Manufacturer narrative:
Intuvie received a report from right way medical indicating that during service, the customer reported the infusion pump ¿failed volume testing.¿ the investigation was unable to reproduce the reported issue. A review of the device¿s serial number history revealed no similar complaints. The complaint was not confirmed, and the probable cause could not be determined. CAPA-zm2023-07 was initiated to investigate the root cause for this failure mode. The occlusion failure was identified and corrected during servicing performed by a third-party service provider. Reference to complaint#: (B)(4).

Event description:
Intuvie received a report from right way medical indicating that during service, the customer reported the infusion pump ¿failed volume testing.¿ the investigation was unable to reproduce the reported issue. A review of the device¿s serial number history revealed no similar complaints. The complaint was not confirmed, and the probable cause could not be determined. No patient involvement was reported.